Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic, ventricular oversensing was observed. The oversensing was able to be reproduced with isometrics. Myopotential oversensing was suspected. Programming changes were made and resolved the oversensing.